Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was given intravenous d50 to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer stated the pump did not alert them. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.

Event description:
Customer's spouse was the one reporting the event.